Event description:
During placement of a feeding tube, the physician used a flow 20 percutaneous endoscopic gastrostomy set - pull. During placement, the feeding tube would not exit the incision site in the abdomen. Repeated attempts were made to advance the tube through the incision site but they were unsuccessful. Repeated attempts were made to increase the size of the incision but the tube still would not exit the incision site. The feeding tube was withdrawn via the patient's mouth and another feeding tube was opened. At this time, it was discovered that air had entered into the peritoneal cavity. The initial reporter indicated the patient had to go to surgery and the patient's condition is unknown. Several attempts were made in an effort to collect additional information regarding this event. The complainant did not specify if the patient experienced any adverse effects as a result of this occurrence.

Manufacturer narrative:
Evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Pneumoperitoneum (air or gas in the peritoneal cavity) is listed in the instructions for use as a potential complication associated with placement and use of a peg tube. Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: this type of occurrence was brought to the attention of the quality review board (qrb) and an action item has been assigned to further investigate reports of this nature. No further action was taken at this time. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.